Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The device remains implanted in the patient. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).  There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death.  It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the coronary obstruction and thromboembolism is unknown but may be due to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, during a 26 mm sapien 3 case by tf approach in the aortic position. The patient had an aorto-bifemoral bypass, so the procedure was done with a vascular surgeons. When the delivery system was inserted into the sheath, resistance was noticed and the whole system was removed as it was not possible to advance the valve. After removal it was seen that the valve ¿got stuck¿ just after the exit of the loader. The valve was inflated and crimped again onto the same commander delivery system and it was decided to remove the 14f sheath and change to a 16f sheath and add some lubricant to facilitate the sheath insertion. This time the system could be advanced through the sheath. Valve alignment was done without problems in a straight section of the aorta and the valve was positioned in the annulus. During inflation, the valve moved proximal after the pusher was retracted which caused the uneven deployment. However, the valve movement was not noticed during procedure. The valve was pulled back and fixed in the thoracic aorta with a 23 mm balloon. Suddenly, ¿the patient suffered a myocardial infarction.¿ aspiration of the coronary artery was performed and thrombus and ¿white particle¿ were aspired (as per medical opinion, the white particle could belong to the dacron aorto bifemoral prosthesis the patient had implanted) and the infarct was resolved. Another 26 mm valve was prepared and implanted with good results but the patient is complaining about abdominal pain, and the left leg is ischemic. Before the procedure, the patient had a ¿thrombotic abdominal and thoracic aortic wall.¿ due to renal failure, no scan was performed until the third day after implant (at this time the patient was in the ICU). While reviewing the scan, it was discovered that the patient had many thrombi in mesenteric, both renal and left femoral artery that came from the procedure. Unfortunately the patient died on pod 5. As per medical opinion, this patient was very fragile and the procedure had been postponed twice before this third attempt as it was a difficult case.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-01285.